Manufacturer narrative:
D10: (B)(6) - 02-010-06-0320 - tru cc femoral size 2 right. (B)(6) - 02-012-35-2017 - logic ps tib ins sz 2 17mm. (B)(6) - 02-012-60-1280 - tru stem ext 12mm x 80mm. (B)(6) - 02-012-61-4000 - tru offset stem ext coupler, 4mm. (B)(6) - 208-06-02 - cc distal fem augment sz 2, 10mm. (B)(6) - 208-06-02 - cc distal fem augment sz 2, 10mm. The revision reported was likely the result of the reported pain and the polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Prosthesis wear on the patella component could not be confirmed from the provided image. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 101 months after a total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and pain. Initial surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.